Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A c-shaped split was noted on the attached catheter approximately 10.5cm from the distal end of the cath-lock. The edges of the c-shaped split on the attached catheter were noted to be uneven. The surface was noted to be round/smooth in both regions. Therefore, the investigation is unconfirmed for the reported fracture issue, and the investigation is confirmed for identified burst issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure via an internal jugular vein using the powerport m.r.I. Isp. During the procedure, it was reported that the catheter was allegedly fractured. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure via internal jugular vein using the powerport m.r.I. Isp. Post the port placement procedure, it was reported that the catheter was allegedly fractured. The port was removed. There was no reported patient injury.